Event description:
Sorin group (B)(4) received a report that a leak was noted from the bottom of the oxygenator at the start of the procedure. The unit was changed out and the case continued without issue. There was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the hollow fiber oxygenator. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that a leak was noted from the bottom of the oxygenerator at the start of the procedure. The unit was changed out and the case continued without issue. There was no patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.